Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the first balloon, deflated which caused patient to be extubated. On the other hand, the second balloon constantly inflate. The customer reported that the patient status was unknown.